Event description:
Pain lifting or standing for prolonged periods of time, when sitting feel pressure in lower back. Occurred after device was implanted in lower back. No longer able to perform job duties.